Event description:
Per information received from the patient, "cath had a sharp barb on it". Information received from the patient's doctor, via the patient, "the doctor did a cystoscopy, and found a small tear in the urethra just before the sphincter and a laceration on the sphincter, both of which caused bleeding."